Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an wallflex esophageal covered stent system was used during a esophageal stent placement procedure on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment for an esophageal perforation. On (B)(6) 2013 the stent had migrated. The stent was removed and another stent was placed. There were no complications reported as a result of this event. The patient condition was reported to be stable.